Event description:
The patient was implanted with a left ventricular assist device (lvad). Per a (B)(6) report received by the manufacturer, the information provided stated that the "outflow graft malfunction/malposition, kink in outflow graft, no specific contributing cause identified." The outflow graft was replaced with another outflow graft.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c was sent to customers. The user facility report and follow up report was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.